Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The hospital re-installed the bellows before ge service representative visit.

Event description:
The hospital reported the unit would not drive the bellows preventing mechanical ventilation. There was no report of patient injury.